Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. An infusion set change was performed and the occlusion alarms continued. The customer's blood glucose level was 170mg/dl. A system check was performed verifying the occlusion alarms. No damage was noted to the cartridge. A new cartridge was loaded and the customer observed insulin dripping out of the infusion tubing during the load fill tubing sequence and insulin deliveries were successfully resumed.